Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake casters ratcheting from side to side when in brake. He replaced the brake casters to repair the bed.